Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post insertion the patient experienced infection, urinary problems, bowel problems, and neuromuscular problems. (B)(4) - urinary problems; -bowel problems; neuromuscular problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, grade ii cystocele and minimally symptomatic rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.